Event description:
It was reported that a pump experienced "error code 322". There was no patient incident reported.

Manufacturer narrative:
MFR ref no: 1314492-2013-08488. The device was received and evaluated by baxter. System error 322 was reproduced during testing however the specific component could not be identified. Evaluation of known contributors to ec 322 has led to the determination that the upper and lower auxiliary were the failing components. System error 322 will occur when the pump transitions from the door open state to the door closed/ set-loaded state and the lower link switch does not activate. The upper and lower auxiliary components will be replaced as they are know to contribute to the system error 322.